Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip was bend and not working. It was also noted that the left and right upper hinges were worn. Loose solder connections on the radiofrequency head connector on the link electronic module (lem) board. The left and right keyboard hinge and hinge plate were broken. The paper tray was missing the release handle. Paper tray was nearly empty. The light emitting diode (led) display on the radiofrequency head was cracked and the anti-slip layer of the radiofrequency head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.